Event description:
Medtronic received information that prior to use of these eopa arterial cannulae, it was reported they had an incorrect mandril. The devices were not used. There was no adverse patient effect reported with this event. Medtronic received additional information that the mandril component was referring to the white introducer of the eopa cannula which was required for direct cannulation. The issue was that the wrong mandrils were provided. The cannulae matched the label on the packagings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection of the unopened device shows the dilator to have the blunt tip end as per the specification, (B)(4) vs the dilator tip. The dilator blunt tip length was measured using a keyence scope. Dilator tip length was measured to be 0.463 inches, the specification (B)(4) has the length to be 0.500 +/- 0.040 inches reason for the return was not confirmed. This reportability decision will be reassessed as not reportable as additional information has been received from the product engineer and analyst stating that the mandril supplied is the correct mandril and there is no discrepancy in the product that was provided to the customer. The additional information shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.